Event description:
The device was returned because of a delaminated downstream occlusion sensor (dso). Upon physical inspection, separating upstream occlusion seal(uso)was found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed separating a upstream occlusion (uso) seal. This indicated a reportable malfunction due to the failure of uso seals, and the reported issue was duplicated. The cause of the reported issue was unknown. The upstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.